Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted if subsequent information is provided.

Event description:
It was reported that the fiber optic blue connector of the cardiosave intra-aortic balloon pump (iabp) was broken. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and there was no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to the customer's site and observed that there was visual damage to the fiber optic connector. To resolve the issue, the stm replaced the fiber optic connector and then verified that the fiber optics worked. The stm then performed functional testing and safety checks per factory specifications. The iabp passed all functional and safety tests, and was returned to customer and cleared for clinical use.

Event description:
It was reported that the fiber optic blue connector of the cardiosave intra-aortic balloon pump (iabp) was visibly broken. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and there was no adverse event reported.